Event description:
The customer requested to modify the formulation of the drug magnesium sulphate due to incorrect configuration setup. The units should be grams instead of milligrams (mg). The customer also requested the pautable limits to be changed. There was no report of any adverse event or patient harm. The device was in clinical use at the time the issue was discovered.